Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample is for this tc and tc (B)(6). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a bent rotation tab. The returned sample appears used as there is biological material present on the device. Reference file pic_anp1900058830 for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. The first clip was unable to properly load into the jaws as the second clip was pushed too far forward. The second clip should still be seated in the channel at this point, but it was starting to poke out of the channel which pushed the first clip too far forward in the jaws. This shows that the clips were out of position and stacking on one another. The clips being out of position would prevent the clips from loading properly into the jaws and could potentially cause the jaws to lock and prevent them from opening all the way. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Based on functional testing, the complaint other remarks: issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip."

Event description:
It was reported that the clip applier jaw locked on the vessel after the clip was delivered. The handle released, but the jaw did not open. The surgeon pulled the handle further apart, and the jaw released. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1700591 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip applier jaw locked on the vessel after the clip was delivered. The handle released, but the jaw did not open. The surgeon pulled the handle further apart, and the jaw released. The patient's condition was reported as fine.